Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station the drawer 2.2 was failed. The customer reported that the malfunction occurred while dispensing the medication and the user managed to get medication from another pyxis which caused a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 30-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubies on one row had failed. A field service engineer (fse) reseated the row board cable, after which multiple cubies failed and did not recover. The fse replaced the drawer controller board and the drawer board. When the drawer did not configure, the fse replaced another drawer board and eventually replaced the half-height (hh) cubie drawer to resolve the issue. The customer tested both drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station the drawer 2.2 was failed. The customer reported that the malfunction occurred while dispensing the medication and the user managed to get medication from another pyxis which caused a delay. There were no adverse events or injuries reported based on this event.